Manufacturer narrative:
Manufacturer name and manufacturer site name: celonova biosciences (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined.

Event description:
It was reported that a patient who had underwent a uterine fibroid embolization (ufe) procedure involving embozene¿ microspheres experienced symptoms of body tingling and heart palpitations starting a week after the ufe. In addition, the patient experienced sloughing of skin from her palms and soles of her feet 2-3 weeks after the ufe, which has since healed. Cardiac workups were performed which were negative.